Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, the ophthalmic system experienced pressure fluctuations. The patient developed a capsular rupture and floaters. The surgeon suspects that the sleeve may have been incorrectly positioned, twisted, compressed, or placed too far back during surgery, or that there may have been leakage from the ophthalmic handpiece. The surgery was completed on the same day, and the current condition of the patient is unknown. This report pertains to the ophthalmic handpiece involved in the reported event. This complaint relates to two of two patients reported by the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.